Event description:
It was reported to boston scientific corporation that an interject therapy needle catheter was used during an endoscopic mucosal resection (emr) procedure on (B)(6), 2008 (patient age, gender and weight are unknown). According to the complainant, the device could not be advanced out of the scope due to resistance. The scope and needle were removed from the patient and the procedure completed with another interject injection therapy needle catheter. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
These codes were selected by the manufacturer based on information obtained from the user facility. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. (B)(4).